Event description:
It was reported; during a procedure the screw head broke off during insertion. It was also reported the surgeon was able to retrieve the broken screw head and the shaft. No further information is available at this time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). An additional evaluation was performed and the report states the following: the measurable dimensions of the broken cortex screw were as far as possible checked and found to be in compliance with the technical drawings and ao/asif specifications. Further, the examination of the raw material testing certificate and manufacturing documents showed no deviations regarding material analysis; strength and structural stability; and the values were in compliance with ao/asif specifications and with the international standard ((B)(4)). The investigation of the complained screws showed no irregularities. The surfaces of the cross sections are homogenous which indicates material conformity to the specification as well. It was reasonably suggested that the cause for the malfunction is due to too much mechanical overload, well beyond its calculated design, and which caused the breakage of the head during insertion.